Event description:
The complainant had an impella rp explanted for low flows. At the time of explant, there was thrombus observed on the pump. The team replaced the impella device with protek duo. No harm or injury to patient reported.

Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.